Event description:
A report was received that during a revision procedure, it was noted that few contacts of the lead were not intact and were dislodged. The physician replaced the lead. The lead contacts were not left in the patient¿s body. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a revision procedure, the lead contacts were dislodged when the physician was attempting to remove the lead. The physician replaced the lead. The lead contacts were not left in the patient¿s body. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.